Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). When the ivl balloon was dilated, blood flow was blocked, and the balloon ruptured after 1-2 pulses were delivered. At the time of the rupture, they observed hematoma distal to the lesion, not at the lesion in which the ivl catheter was used. The physician claimed that the guidewire did not cause the hematoma. The physician does not know the exact cause but suggests that the saline and contrast media that leaked from the ivl balloon after the rupture may have caused the hematoma that occurred distal to the lesion. The patient was discharged from the hospital as planned.

Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium and damage caused when the balloon wall comes into close contact with the device emitters. Likely causes include an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or an incompletely inflated balloon. This failure is a known inherent risk with the procedure and the use of the device as indicated in our instructions for use. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. The cause of the hematoma could not be determined with the information available. Hematoma is a known inherent risk with the procedure and the use of the device as indicated in our instructions for use. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.